Event description:
Reported device = "hi" before dinner. Another device = 300 mg/dl. Customer dosed insulin & ate at 6-7 pm. Next morning at 6 am, customer found unresponsive. Device = 90 mg/dl and other device = 15 mg/dl. Paramedics were called & their device = 15 mg/dl. Paramedics gave an IV & oxygen. Later customer went to hospital upon doctor's advisement. Hospital continued to provide customer insulin & customer was released 2 days later. Two days after release, device = "hi" before dinner & other device = 285 mg/dl. Next morning, customer was unresponsive & device =105 mg/dl but other device = 25 mg/dl. Paramedics were called and their device result is unknown. Paramedics gave customer an IV, oxygen, and transported customer to the hospital. Hospital treated an infection with antibiotics and customer was released 2 days later.